Event description:
Pancreatic cancer [pancreatic carcinoma] case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a male patient. The patient received poligrip sa new (super poligrip free) (carna+polma cream) lot number unk for an unknown indication. No concomitant medications were reported. The patient used poligrip sa new daily. On an unknown date, after an unknown time of starting poligrip sa new (super poligrip free), the patient experienced a medically significant pancreatic cancer. The outcome of the event pancreatic cancer was not recovered/ not resolved/ ongoing. No medical history was reported. No drug history was reported. The reporter provided the following comment: the reporter think pancreatic cancer is caused by poligrip sa new because he uses it every day. The action taken: for poligrip sa new (super poligrip free) was unknown. This report is made by (B)(6) without prejudice and does not imply any admission or liability for the incident or its consequences. Manufacturing report number.

Manufacturer narrative:
Veeva case: (B)(4).